Event description:
Same case as manufacturer report number: 2183620-2009-00040. While creating communication between the cephalic external jugular veins, the physician reported that the first 3.0 mm coupler came apart following release from the anastomotic instrument. The physician squeezed the rings together with a hemostat prior to release, however, it was noted that the push pin of the anastomotic instrument went through the center of the rings and the ring had to be pushed out with a hemostat after which time the ring did not hold together. It was noted that the vein was thick-walled. The physician attempted to use a second 3.0 mm coupler, however, after squeezing the ring "really tightly", the push pin of the anastomotic instrument again went through the center of the rings and did not release the ring. A hemostat was used to release the rings. The physician finished the procedure by hand-sewing the vein with an unspecified suture. The physician noted that it was possible there was "too much vein" in the rings.

Manufacturer narrative:
The device was not implanted. The coupler device is in the process of being returned. Once the device has been returned and evaluated, a supplemental report will be submitted.